Manufacturer narrative:
The reported 2.4mm passing pin from the rap pac c, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the passing pin broke during over-drilling. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: drilling over a bent passing pin. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that, during an acl reconstruction surgery, while drilling over the tibial pin, the reamer broke the 2.4 mm tibial pin in two pieces. The surgeon was able to get both pieces of the pin out; which was confirmed via fluoroscopy. There was a back-up available. It is unknown if surgery was delayed. The patient was not stated to be harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.